Manufacturer narrative:
3. Date of event update/correction: the date (B)(6) 2023 is considered an approximate date of event regarding motor stall; specific year known only. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported that regarding the other medical factors, the exact circumstances were unknown due to data privacy. The patient had very low daily dose for years so the need for a pump therapy was questioned in general. It was reported that regarding "there may be a catheter leakage", the hcp had suspected a catheter leakage due to fluids in the pump pocket. It was unknown if or how this was further diagnosed or checked. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. It was reported the actions/interventions planned was the catheter will most likely be explanted with the pump. It was reported the surgery was planned for (B)(6) 2024. It was noted the exact implant date of the pump was unknown however the elective replacement indicator (eri) would have been (B)(6) 2029 therefore the pump was less than 12 months implanted.

Manufacturer narrative:
Continuation of d10: product ID 8731 lot# unknown serial# implanted: explanted: product type catheter product ID 8731 lot# unknown serial# implanted: explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative who reported that the pump was successfully explanted and would be returned for analysis.

Manufacturer narrative:
H3: analysis of the returned pump identified during destructive analysis, residue in the motor gear train. Analysis identified residue on the gear pinion of the motor gear train. Analysis of the returned catheter segments (proximal, pin conn., distal) identified with visual inspection of the sutureless connector (sc) coring/tearing in the cup of the connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# implanted: unknown explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (10,0 mg/ml at 0,460 mg/day) via an implantable pump. It was reported that a critical pump alarm occurred due to a motor stall.  The date of the event was unknown. It was indicated that the patient had ignored the alarm for a while.  Due to the low daily dose, the issue was without consequence for the patient.  Regarding factors that may have led or contributed to the issue, it was noted that according to the patient there were no obvious external factors that could have caused the problem.  No magnetic resonance imaging was performed and there were no known magnetic fields, etc.  When the company representative was first contacted, the pump was already 10+ days in a motor stall.  The pump was interrogated and showed a motor stall for over 400 hours, further described as stalled approximately 17 days. It was further indicated that the pump protocol was unfortunately filled with previous interrogations.  It was noted that there were no possible interventions/actions that could be taken after this duration of a motor stall.  The physician was unfamiliar with the problem and only silenced the alarm of the pump.  The issue was not resolved as of 2023-dec-06.  The patient was without injury regarding their status as of 2023-dec-06.  Due to other medical factors, a pump explant was already planned for the beginning of january and the patient was on a very low dose with limited effect.  It was further noted that additionally there may be a catheter leakage.  The date of planned/scheduled surgical intervention was unknown.  The date of pump implant was unknown.  The patient's medical history, gender, age, and weight at the time of the event was unknown or would not be made available.